Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap and no delivery alarms. The customer's blood glucose reading was 90 mg/dl. The customer reported alarm occurred during manual prime. The customer stated that the drive support cap stuck out. The call was dropped. The insulin pump was not returned for analysis.